Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the megasuturecut needledriver instrument was found to be broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that on grip cable was broken at the distal clevis and there was damage on idler pulleys. There were many dents along the edges of the idler pulley, which likely caused the cable to break. Engineering concluded that the dents on the idler pulley were likely caused by mishandling. The broken cable segment stuck out at the wrist approximately .5155". No other damage was found. The instrument and accessories user manual specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.